Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had 300cc mentor memorygel breast implants placed experienced bilateral capsular contracture (baker grade unknown) post procedure. As a result, replacement with 350cc mentor memorygel breast implants was performed on (B)(6) 2022. See 1645337-2022-07151 for contralateral prosthesis report.

Manufacturer narrative:
Additional information was received on august 1, 2022. The capsular contracture was baker grade iii. Manufacturer¿s reference number: (B)(4).